Event description:
The customer alleged that after processing scopes in aer using cidex opa, the channels were becoming clogged up and water will not pass through the channel. The scopes are prewashed with an unk measure of enzymatic detergent. It is then rinsed and suctioned with a scope buddy. The customer stated that the sales representative visited the facility, and told the customer that cidex opa leaves a residue on the scoped that causes build up. The asp customer care rep reviewed the IFU with the customer, and pointed out prewash procedures. There were no reports of injuries.

Manufacturer narrative:
Conclusion: the purpose of this product correction was to mitigate reports of residual high-level disinfectant solution remaining in endoscopes that have been reprocessed in the asp automatic endoscope reprocessor (aer).